Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing pocket site pain. The site was so tender to the touch, the patient had an issue charging the eterna ipg because they did not want to place the charger on the area. Patient was prescribed a lidocaine patch and had a follow up in a month to assess. The patient was told a pocket revision was an option. Therapy was still effective. In an update, it was reported the surgery took place on (B)(6) 2024 where the pocket site was relocated making it necessary to implant two extensions. The ipg was not replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned. Effective therapy was restored post operatively.